Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks, chips and no longer round on top of reservoir. Customer stated the damage occurred during athletic practice. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.